Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the scratches on the screen. Customer stated that the insulin pump did not functioning. Customer stated that the reservoir and insulin pump did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.